Event description:
The customer stated that during a total thyroidectomy the device did not seal even though an end tone, indicating a completed seal cycle, was heard. No pt bleeding. No pt injury. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.